Event description:
The device was used during an unknown procedure. Reportedly, the return knobs would not open the jaws and the handles were defective. Another device was used to finish the procedure. No patient injury was reported.